Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on 04/18/2018, a loss of connection occurred. On (B)(6) 2018, the complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Performed a pairing test with (B)(4) bluetooth device and failed. Performed share log review and a loss of connection was found within the investigation window. The reported event of a loss of connection was confirmed. The root cause was determined to be defective transmitter.